Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens had a rip in it or was torn. Then the lens was removed during initial surgery. Additional information was received stating lens was sent back, it did not get implanted/removed. No other data was provided.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).